Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2015 due to a fractured femur. The femoral stem, liner, and modular head were removed and replaced with a biomet liner and competitor stem and modular head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.